Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with their insulin pump. The mother states the pump screen had big black square on it. The mother states they have changed out the battery, but the issue persists. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The black screen remained. The customer was advised the pump would have to be replaced and returned for analysis.